Event description:
The implantable neurostimulation lead was returned for analysis because the patient reported the ins unit had turned itself off and on again. After the hcp turned the unit off with the physician programmer during follow-up in october 2006, the ins reportedly turned back on again and lead fracture was suspected. Device specific information, manufacturing lot number, was not provided by the user with the product return. The exact date of implant and retrieval are unk. The user provided system had been implanted for approximately two years. The hcp indicated no patient complication was attributed to the reported event; the system was not replaced. The patient dob, gender and medical history are unk. The system was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results for model 3890 reveal a fractured conductor was noted; the conductor wire was broke 19.7-cm from the distal end. Service life was approximately two years.